Manufacturer narrative:
An event regarding revision due to pain, instability and audible noise involving a triathlon insert component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: medical review indicated that in this obese woman who received a cs tibial insert after release of both acl and pcl at the primary surgery, subsequent instability resulted in revision of the insert to a thicker component to increase stability. Some post-operative revision complaints of clunking were explained by the surgeon as likely due to impingement of the tibial insert on the femoral component, which "alleviated anxiety" of the patient. There is no evidence that factors of faulty component design, manufacturing, or material were responsible for this clinical situation. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: based on medical review of this case it is indicated in this obese woman who received a cs tibial insert after release of both acl and pcl at the primary surgery, subsequent instability resulted in revision of the insert to a thicker component to increase stability. Some post-operative revision complaints of clunking were explained by the surgeon as likely due to impingement of the tibial insert on the femoral component, which "alleviated anxiety" of the patient. There is no evidence that factors of faulty component design, manufacturing, or material were responsible for this clinical situation. No further investigation for this event is possible at this time. The additional product was added to the complaint after the initial medwatch was submitted: cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: s8t3h; cat. No.: 5510-f-501, triathlon cr fem comp #5 l-cem, lot code: s7syk; cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: jp0l; cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mbt020.

Event description:
It was reported that the patient had a primary implant on (B)(6) 2012. Six months after surgery patient was feeling fine, then she started to experience pain, lost her balance, fell a couple of times and hears clicking sound.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that the patient had a primary implant on (B)(6) 2012. Six months after surgery, patient was feeling fine, then she started to experience pain, lost her balance, fell a couple of times and hears clicking sound.